Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by clinical specialist and implanting physician. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. Imaging analysis unable to determine a definitive root cause. Available information suggests that patient conditions may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
Edwards received notification of an evoque valve in tricuspid position where the valve was noted to be 'well seated' with only mild pvl and trace central tricuspid regurgitation. On post-operative day (pod) 1, patient received a permanent pacemaker (ppm) due to complete heart block (chb).

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.